Event description:
The customer's father initially called to report that he has problems with air bubbles in the reservoirs close to the o-rings. During the troubleshooting, the father stated that he has also seen insulin leaking past the o-rings of the reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.